Manufacturer narrative:
The iol was received and is currently being analyzed at the manufacturing site. Prior to release, the iol met all manufacturing specifications.

Event description:
It was reported that a patient's intraocular lens (iol) was removed and replaced without complication due to undesired visual outcome. The patient complained that vision was limited.

Manufacturer narrative:
Inspection of the intraocular lens (iol) at the manufacturing site confirmed the measured diopter of 20.5 was correct as labeled. All other optical measurements met manufacturing specifications. Our investigation did not reveal any causative factor in the manufacturing process related to the nature of this complaint.

Event description:
It was further reported that when the stent became stuck in the ostium of the guide catheter upon removing from the patient, the stent dislodged in the patient. The stent delivery system was withdrawn from the patient and a snare was used to successfully retrieve the stent from the patient.